Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl), hi (greater than 600 mg/dl), and 232 mg/dl, 136 mg/dl and 326 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.